Manufacturer narrative:
We received the catheter with a needle-free connector and a 10 ml syringe as faulty sample. The catheter was shortened at the 13cm marking.the attempt to flush the catheter with water was successful and no leakage could be detected. Even after clamping the catheter tip to increase the pressure, no leakage was detected . Microscopic examination of the catheter tube and junction between the 27 cm and 28 cm marking revealed no damage. Therefore, we do not comprehend the reason of complaint. Each catheter is flow and leak tested during production. The tensile force and dimensions of catheter and set components are randomly checked. Incoming goods inspections and two 100% visual tests after packaging are carried out. As no batch number was provided, no query could be made.there are 8 further complaints regarding a leaking catheter on code 4g07125203 within the last three years. This query relates to all complaints that have come to our attention worldwide. No further corrective action was initiated by quality management as there is no hint of a manufacturing fault.

Event description:
Catheter leaking at 27.5 cm mark, PICC removed and replaced.

Manufacturer narrative:
The malfunctioning device will be returned for evaluation as part of the complaint investigation. Upon receipt, it will be investigated. The results of this investigation are still pending and will be reported to the FDA within thirty days of its conclusion via a follow-up MDR.

Event description:
Catheter leaking at 27.5 cm mark, PICC removed and replaced.